Event description:
General report received of "over-deliveries resulting in unspecified adverse events due to programming error". Though requested on several occasions, the customer contact declined to provide any specific event, serial number or pump programming info.